Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was unable to be closed. However, this kind of failure could be generated for improper usage or incorrect handling. Therefore, is considered that this material factor could contribute to the reported complaint defect. In accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Defect reported by customer was not verified on sample received. However, during sample evaluation it was notice that the latch of plate and its mechanism was unable to be closed. However, this kind of failure could be generated for improper usage or incorrect handling. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Attempts to obtain the following information have been performed and the following was obtained: was it determined where the leak occurred? No further information is available. Did the end users check to assure that all connections were secure? Yes or no. No further information is available. Was another reservoir used to fulfill need of drainage? No further information is available. Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to obtain the device, to date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a colectomy on (B)(6) 2020 and a reservoir was used. During surgery when trying to start drainage after attaching the reservoir, it swelled immediately and was filled with air. Further details are not provided. There were no adverse consequences to the patient.